Event description:
The user facility reported that the 6 french angio-seal device did not deploy during certification of a "new user". The operator did not separate the carrier tube hub from the sheath hub in turn locking the anchor outside of the sheath segment of the device inside the artery. When the device was withdrawn all parts of the device (anchor, collagen, and sheath) exited the patient's right groin. Pulsatile blood flow was visualized, and manual compression applied for twenty (20) minutes. The blood loss was less than 250cc's. The procedure was a diagnostic 6 french. The reported event did not result in patient injury. There was no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cardiac service-line director. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The distal tip was found to have been cut open and the anchor and collagen were found to have been intact. No other damage or deformation was identified. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).